Event description:
It was reported that the stimulator had to be repositioned. The patient had problems when trying to charge and was not able to get any coupling. They had fallen and the stimulator had moved. The patient after the fall went back in on (B)(6) 2015 and had to reposition the stimulation in the pocket in order for her to charge correctly. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).